Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test , occlusion test, no motor error alarm during testing noted. The motor was tested outside the device and passed. Device passed self test, off no power test and all operating currents test. No unexpected low battery alarm were noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error, sticky buttons. The customer's blood glucose value was unknown. Troubleshooting was done. The customer stated that the insulin pump had battery life diminished, squirts insulin from cannula while priming. The insulin pump will not be returned for analysis.